Manufacturer narrative:
The olympus endoscopy support specialist (ess) visited the facility and discovered that the staff was not using the suction adapter maj-222 suction cleaning adapter during reprocessing. In addition, the staff was having issues with single use suction valve maj-209. The user stated that it would break off occasionally. Upon inspection of bronchoscope, the ess discovered that one of the bronchoscopes was dented. It was revealed that staff was not using bite block during procedures. The ess discussed the importance of using a bite block. It was recommended the dented bronchoscope be sent in for repair. The ess then reviewed cleaning, disinfection, and sterilization for the devices. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus the evis exera iii bronchovideoscope was recently cleaned after cultures came back positive and noticed that there was visual debris present. The facility then cleaned and re-cultured the scope, which came back negative, therefore, the facility thought that possibly user contamination was the culprit. However, after cleaning the scope, there was visual debris in one of the bronchoscopes in the port where you insert the suction button. The facility requested an in-service on cleaning of the bronchoscopy scopes from an olympus endoscopy support specialist (ess). No patient involvement was reported. This complaint is linked with patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was that the facility did not carry out the reprocessing procedures according to the instruction for use (IFU). The instruction for use (IFU) states the following guidelines: warning: an insufficiently reprocessed endoscope and / or accessory may pose an infection control risk to the patients and / or operators who touch them.